Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: visual analysis of the returned sample revealed that cent-sleeve f/k-wire ø1.25 was bent. No other issues were identified. The dimensional inspection was not performed for the cent-sleeve f/k-wire ø1.25 due to post manufacturing damage. The functional test cannot be performed as the device was received by itself but the alleged unable to assemble condition can be confirmed since the device was bent that might the reason the k wire was not able to go through the sleeve. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed bent condition of that cent-sleeve f/k-wire ø1.25. While no definitive root cause could be determined, there was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post- device history lot: part number: 324.081, lot number: 9154527. Manufacturing site: bettlach, release to warehouse date: 30. Oct. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation for a right tibial shaft fracture and trimalleolar fracture. After the plate was placed, the surgeon tried to temporarily fix the plate with k-wire using the drill guide and centering sleeve, but the centering sleeve rotated with the k-wire. So, the surgeon tried to insert the k-wire by holding the centering sleeve with his hand. But the rubber glove of the hand holding the centering sleeve was caught in the rotation of the centering sleeve. The centering sleeve was held by the forceps instead of by hand, but the surgeon could not insert the k-wire. The surgeon removed the centering sleeve from the surgical field and checked the k-wire passage, and the surgeon found that the k-wire was stuck in the centering sleeve. There was interfering sound and the k-wire didn't go through, but there was not anything in the centering sleeve and any bend was found in the centering sleeve. When the surgeon used another centering sleeve to temporarily fix the plate, k-wire was inserted without any problems. There was no patient consequence. This report is for a cent-sleeve f/k-wire ø1.25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - date of device received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.